Event description:
It was reported that during the atrial lead implant procedure, the lead exhibited problems when tip extraction and retraction during attempts to place the lead. The atrial lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.